Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter (paramedics meter). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the issue first occurred on (B)(6) 2017. The patient detailed that she obtained an alleged glucose result of 110 mg/dl on the subject meter. The patient stated that she manages her diabetes with humalog insulin (self-adjuster). She stated that she administered her usual dose of insulin including sliding scale in response to the result she obtained. The patient reported that 1 hour and 15 minutes after the alleged issue began she ¿blacked out¿. The paramedics were called and they obtained a blood glucose result of 46 mg/dl on their meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient detailed that on an unspecified time later that day she was treated by an hcp with IV glucose. No other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.